Manufacturer narrative:
The customer¿s report of a doxorubicin/vincristine/etoposide infusion completing too fast was not confirmed. Physical inspection noted the device to be in good condition. The only anomalies noted were corrosion on both the left and right iui (black) connectors. Analysis of the pcu event log shows that at 8:22 pm on (B)(6) 2016 the pump module was programmed to infuse a custom concentration infusion of doxorubicin (drugid 77) at 46.3ml/hr for 24 hours. Between 1:13 am and 6:43 pm on (B)(6) 2016, there were multiple alarms for air in line followed by a flo stop open condition for a few seconds and then the infusion being restarted. During this time there were also 3 patient side occlusion alarms. At 6:43 pm, the device alarmed for air in line, was paused and was subsequently channeled off. The volume recorded as being infused during this period was 1010.33ml. Functional testing found the device to be delivering fluid within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports that a primary 1,112ml bag of doxorubicin 14.8mg; vincristine 0.6mg and etoposide 76mg was programmed to run over 24 hours at a rate 46.3ml per hour via lvp using a 0.22 micron in-line filter and non-pvc tubing. Infusion was completed in 22 hours instead of 24 hours. No patient harm stated.